Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: corrosion on ultrasound connector was confirmed at the repair department. It was presumed that defect [ultrasound image is not displayed] occurred due to corrosion on ultrasound connector, however, definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the videoscope had no image. The issue was observed during reprocessing. There were no reports of patient harm.